Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 05/11/2026, the patient experienced a skin reaction with itching, rash, inflammation, pimples, dry skin, that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. The patient had a consultation yesterday related due to skin reaction. He was prescribed with methylprednisolone cream and cephalexin (antibiotic). The patient was not admitted and went home the same day. On 05/12/2026 it was confirmed that there was no abscess. At the time of the report, patient condition was unspecified. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).